Manufacturer narrative:
(B)(4). Batch: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? They moved echelon from the side to side carefully and succeeded to take it away from the tissue without any damage. The staple line seemed to be ok! Did the jaws eventually open? Finally they succeeded also to open the jaws.

Event description:
It was reported that during a low anterior resection procedure, the jaws had not opened after firing. Device was locked on tissue. Surgeon got the instrument away from the patient later. Surgeon moved the device from side to side carefully and succeeded to remove it from the tissue with out an damage. The staple line seemed to be ok. Finally they succeeded in opening the jaws. There were no adverse consequences for the patient.